Manufacturer narrative:
Result: foot board lid, timing link, head board, retaining ring. Conclusion: customer has not decided to repair the bed at this time.

Event description:
It was reported by svc report that the footboard lid was broken and there were sharp edges, the retaining rings were missing for the foot side rail springs, the head right timing link was bent, the headboard was broken with sharp edges, the wrong power cord was present. No pt involvement or adverse consequences are reported.